Event description:
Lead management case to extract two leads due to bacteremia. Physician successfully extracted rv lead (4471), no reports of injury. After this extraction, the physician turned attention to the ra lead (4470). The physician was using a combination of the following devices: 14fr glidelight and an 11fr tightrail to attempt to remove the ra lead. At lead tip, significant amount of traction/countertraction was being used; however, the lead tip did not free. With the glidelight 14fr in place, the physician decided to deliver a quick pulse at the lead tip, which freed lead tip and lead was removed. At that point, a tamponade was identified and a sternotomy was performed. A tear at the svc/ra junction was identified and repaired. The patient survived the intervention.